Manufacturer narrative:
(B)(4).

Event description:
Additional information. There was no known accident or incident related to the loss of effect, however the reporter stated the patient had been falling "a lot" in the past couple months. The patient fell 10 times the previous day. The patient's medications were decreased a couple months ago, but the reporter was not sure if this correlated with the falls. Patient was also having "a lot" of problems with memory. A couple months later it was reported the patient continued to deteriorate and was falling several times a day. The patient was also showing signs of dementia. The patient's health care professional checked the device and imaging showed a third wire "hanging." The wire was not connected and it was unknown why. The patient had an appointment to see her hcp on (B)(6) 2012.

Event description:
Additional information reported the patient experienced ¿a loss of therapeutic effect.¿ it was stated the patient¿s physician found that a ¿wire was off¿ and that the wire had been ¿cut off¿ since her last surgery in 2007.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient needed to have their system replaced due to a broken wire. It was noted the patient had their first device put in 2002 and it did a tremendous job. It was further noted the patient had a broken lead since 2007 and it was not replaced. The reporter stated that one of the patient's implantable neurostimulators (ins) was replaced in 2013 due to normal battery depletion and the other ins did not show any wear. The reporter further stated they could not fine where the lead was broken. The reporter stated that because one of the leads was broken, the patient had fallen so many times. It was noted that because of all of the patient's falls the patient had to have two major knee caps replaced in 2010. The reporter stated that in all of 2013 the patient had a major fall every day of the week for 12 months. The reporter further stated they would not give permission to do the surgery to fix the lead. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
.

Event description:
Additional information received reported that the patient was having a lot of problems and "something was wrong in there." The patient had two batteries and they could not find out where the lead was disconnected in the brain or in the chest. The reporter stated that no one knew what actually happened to the wire. The reporter stated that there was a wire "someplace along the line" that was "broken off" and they would not open the patient up from chest to brain. The reporter stated that the patient was falling due to the wire being "broken off." The patient had no balance in her legs or body. The reporter stated that the patient was falling on average four to five times per day since 2007. The patient would go in the kitchen, let go of her walker, and fall. The patient had put a hole in the wall that was four feet wide and also got on a power chair and went through the wall because there was no control. The patient even took the car out one day and drove straight into the ditch. The patient had already changed three doctors. The patient saw one "last year" and an x-ray showed the broken lead. The reporter noted that the devices had stopped the patient's tremors, but she was still falling. The reporter also mentioned that the patient was fine prior to 2007; she started falling after replacements in 2007.

Event description:
It was reported that a loss of therapeutic effect had occurred. This loss of efficacy started several months ago. The location of the symptoms was the lead location. The pt was reportedly not in good shape and had trouble ambulating. Additionally, the pt required surgery to fix a "loose wire," which was confirmed via x-ray, but could not cover the surgery expense. Add'l info has been requested, but was not available as of the date of this report.